Event description:
It was reported that the programmer and the radio frequency (rf) head could not interrogate the device on two different occasions. Another programmer was available and device interrogation was successful. The caller ran the service disk and the issue was resolved. The company representative could not determine if the issue was with the rf head or the programmer. The programmer and rf head remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).